Manufacturer narrative:
The manufacturer received the device and investigation is in progress. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
An anatomical shoulder handle for rasp was used during surgery on (B)(6) 2017. It was reported that the welding seam broke during normal use. The surgery was completed with another device without delay. No patient harm was reported.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the welding of the rasp handle is broken. No medical data such as surgical notes or any other case-relevant documents received. Visual examination: the instrument was returned for an investigation. The welding connecting the striking plate to the rest of the handle has broken. Moreover, here are several signs of usage visible. There are many dents on the striking plate. No other conspicuousness found. Review of product documentation: design change: there has been a design change performed in 2007 when this instrument was re-designed and consequently manufactured as 1 peace instead of two pieces welded. Root cause analysis: root cause determination using sap rmw # 304108, rev 0: instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance => possible, as a design change was performed in 2007. The new design has no more welding connection. However, the old design of this instrument is still considered adequate and safe. Instrument, breaks, deforms, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a ystematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to aging of material due to cleaning and sterilization => possible, as it cannot be excluded based on the available information. Moreover as the instrument was manufactured in 2007, a deterioration as a result of repeated use is possible. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible -> no signs of corrosion were visible. Instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance => possible, as a design change was performed in 2007. The new design has no more welding connection. However, the old design of this instrument is still considered adequate and safe. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Moreover as the instrument was manufactured in 2007, a deterioration as a result of repeated use is possible. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use not possible -> the instrument shows no signs of an off-label use. Conclusion summary: the broken rasp handle has been returned for an investigation. The upper part of the handle consists of two metal devices which are welded together to one single device. Extraordinary high forces (extensive hammering impulse) might have occurred during surgery leading to the breakage of this welding connection. Additionally, the instrument was manufactured in 2007 and might have been on the market for up to 10 years and therefore used excessively. In order to avoid any further breakage there was a design change and the enhanced handle does not have any welding connection anymore. An issue evaluation has been initiated for this complaint. It was determined that this issue does not appear to be systematic. The risk was rated as low as a surgery can be completed without significant delay and without risk to the patient even if the welding connection is broken. Additionally the tray offers the possibility of having two of the same handles available during surgery. The circumstance that both handles would be affected with the same failure mode was rated as very unlikely. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).